Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A sales representative reported cracked cartridges that were observed through the microscope during intraocular lens (iol) implant procedures. She reported that every time a lens is implanted, regardless of whether it is a high or low diopter, the lens passes through the cartridge with difficulty and observing them through the microscope, they would seem to crack.